Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed front and rear housing were scratched and the lock was worn. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been delivering inaccurately. Per reporter some cassettes were "almost half and others are almost empty." It was reported that there was no variation in the administered extra doses. Pump was subsequently exchanged. Programmed settings on pump reported as: morning dose 17ml, continuous dose 3.6ml, extra dose 3.5ml. Patient reported to take mirapexim for breakfast and dinner, madopar 0.5 before bedtime and in the morning. Extra dose administered at 19:00 hours per neurologist's indication. No adverse patient effects were reported.